Manufacturer narrative:
Intera oncology acquired PMA p890055 from codman & shurtleff / cerenovous in 2020. Intera oncology does not currently manufacture the 3000 low flow infusion pump. Intera oncology does not currently market devices for morphine or baclofen infusion. A complaint record as transferred from PMA holder matching the device serial number was located; however the record does not identify if the complaint was previously MDR reported. Blank information in the MDR form represents unknown information. If further information is received, a supplemental report will be filed.

Event description:
Patient called the clinical call line in response to june 2023 mailing. The message from the ccl was "he is the patient. Very angry he received this notice since you should know where the pump is already yourself and angry that the 'pump almost killed him.'"